Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 1250 mg/dl. Customer stated that she was found unconscious with diabetic coma. Customer also stated that she had pneumonia and was vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Manufacturer narrative:
Customer reported that she was released from the hospital the first week of june. Customer stated that she could walk, that she has to have assistance of a walker and she cannot drive anymore, because her reflexes are not what they used to be. Customer also stated that while she was in a coma in the hospital she received two letters from medtronic and she gave them to her attorney.